Event description:
It was reported that the ll vlv adpt(stand alone) set could not be flushed due to blockage/occlusion. The following information was provided by the initial reporter: "we have been having difficulty with the bd smartsite needle-free valve (2000e). It seems like the luer lock is occasionally not engaging or very difficult to engage, and we are not able to flush through the port."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the luer lock is not engaging or difficult to engage and not able to flush through port. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 20045446 was performed. The search showed that a total of 48,003 units in 1 lot number was built on 04apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) set could not be flushed due to blockage/occlusion. The following information was provided by the initial reporter: "we have been having difficulty with the bd smartsite needle-free valve (2000e). It seems like the luer lock is occasionally not engaging or very difficult to engage, and we are not able to flush through the port."